Event description:
Reporter alleged when attempting to change the battery on the compact system meter, the battery compartment contained battery acid that had leaked into the bottom of it. Customer stated the battery icon appeared and there was no power to the meter at that time, however, did not provide the location of the alleged incident. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent. Compact system: meter with the compact test strip drum lot and expiration date not provided.

Manufacturer narrative:
The suspect product is the compact meter.